Event description:
On (B)(6) 2021, the perceval valve s model pvs23 was attempted to be implanted. According to the information received from the site, the patient had a sever calcification in the aortic valve with the small lumen of annulus, which made the decalcification process complicated. There were no collapsing or implantation issues during the procedure. Ballooning was standard and normal. The position of the valve looked correct by the visual check. Although the blood flow was good, echocardiogram indicated grade ii and iii paravalvular leak at the non-coronary part of the valve. By further investigation, a not completely unfolded valve in the non-coronary side was detected. The valve was removed and implanted back again. In the second attempt the ballooning took place with the pressure of 5atm for 30 seconds. The same unfolding issue in the same spot occurred. At the end, the decision of removing the valve has been made. The doctor enlarged the aortic root with the dacron-patch, resized the annulus and decided to implant the magna ease aortic valve 21mm. According to the information received the patient was stable during the surgery, and no adverse impact on the patient has been reported.